Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ one step button¿ was used during a percutaneous endoscopic gastrostomy (procedure date is unknown.) According to the complainant, two days after the device was placed the button cracked. After the second time of using the continuous feeding adapter the tube wore down and became loose. The tube keeps coming out in the middle of feedings. It was not possible to keep it in. Reportedly, the caregiver stated ¿they can¿t put her under general anesthesia because she is (B)(6).¿ the patient died on (B)(6) 2016, the cause of death is unknown. According to bsc medical safety review, it is reasonably expected that the death in an already compromised elderly patient is not related to the product defect. There have been no reports of the patient being hospitalized with actual harms such as ascites/peritonitis. The fatal outcome is most reasonably expected to be due to a pre-existing patient condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.